Manufacturer narrative:
The user was contacted to receive more information and investigation material e.g. X-ray images, surgery report, complaint sample. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model - m rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Revision surgery 1: exchange of femoral component in 2012. Reason unknown. Revision surgery 2: exchange of prosthesis on (B)(6) 2013 after the patient fall down in (B)(6) 2012. Beside this also an infect of the joint was found.